Event description:
It was reported that the neptune 2 manifold clogged during a total knee procedure. This delayed the procedure approximately 2 minutes. There were no adverse consequences related to this event. The manifold was discarded by the user.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The lot number is unk. The investigation is pending. This record will be updated when the quality investigation is complete.